Event description:
After 8 hrs of use leakage was observed by the clinical staff. The device was changed out and no pt injury was observed. Device was disposed of by hospital personnel and was unavailable for complaint evaluation.